Event description:
Refrence number (B)(4). Event occured in canada it was reported that the patient faced device malfunction event, as infusion did not fully insert due to misfire during insertion, on (B)(6) 2026. The patient replaced the infusion set and resumed insulin deliveries successfully. No further information is available.

Manufacturer narrative:
Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress.